Event description:
It was reported that a patient presented with low pacing impedance and noise noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of low lead impedance and noise were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Visual inspection found compressed/damaged outer coil at the proximal region consistent with over tighten suture. Electrical testing found shorts between conductors due to damage inner insulation consistent with overtighten suture. The cause of the reported events was due to damage inner insulation cause by suture tie down forces. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.